Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was prophylactically replaced following the fsn crm-sal-2018-001, due to left ventricular dysfunction and right ventricular lead change.

Event description:
The subject device was prophylactically replaced following the (B)(4), due to left ventricular dysfunction and right ventricular lead change.

Manufacturer narrative:
Please refer to the attached analysis report.